Event description:
Boston scientific received information that this left ventricular (lv) lead displayed low pace impedance. A chest x-ray was performed and found the lead was dislodged. As a result, a revision procedure was performed to replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.